Event description:
It was reported that a balloon rupture occurred resulting in patient complications. The 85-90% stenosed target lesion was located in the severely calcified left anterior descending artery. Following use of a 1.25 rota burr, the 10mmx3.00mm wolverine coronary cutting balloon cutting balloon was advanced using guidezilla due to difficulty in advancement. The wolverine was inflated at nominal pressure distal to the calcified lesion. The balloon was inflated a second time directly in the calcified lesion, but the balloon ruptured at 8 atmospheres for 10 seconds, leaving atherectomy bits embedded in the lesion and impossible to retrieve, resulting in dissection and vessel occlusion. No blades were detached. An attempt was made to cover the balloon with the guidezilla, but the guidezilla would not advance. Bailout techniques were carried out with a wire and a parallel, non-boston scientific, balloon, which also ruptured. The guidezilla was advanced with two non-boston scientific wires in the patient successfully covering the devices and everything was retracted from the patient. A stent was implanted to treat the dissection, and the procedure was completed with other devices. There were no further patient complications and the patient fully recovered.